Manufacturer narrative:
(B)(4) - this report was filed by the distributor: (B)(4). The set has been received but the investigation is pending. A f/u report will be submitted once the investigation has been completed.

Event description:
Email from customer states "leaks." No other info available about location of leak. There was no report of pt harm or medical intervention required.